Event description:
It was reported that the pump indicated motor error. The event occurred before medicine administration. There was no patient involvement or harm.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer reported issue was able to be confirmed through pump power on. The cause of the reported issue was the motor counting rotations over 12 million. Motor replacement. Service history review identified a repair was noted within the review period, with the details as follows: ro: 1401075, carried out on (B)(6) 2025. The reason for the repair was: "pm failed". After the repair the device passed all functional tests. This repair and the current complaint don't show signs of relation.